Event description:
It was reported that a high flow rate extension set had a cracked male luer. This was noticed during priming, while the patient was connected. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.